Manufacturer narrative:
Evaluation, results: device performed according to specifications (the device met specifications for inflation/ deflation from rbp); conclusions: device evaluated and alleged failure could not be duplicated ¿ cause of event unknown (device performed according to specifications) 65 device operated according to specifications. (B)(4).

Event description:
Device evaluation: the device was returned to medtronic for evaluation. The device was locked on the guidewire. Residue was visible on the guidewire coils and inside the device tip. The distal tip was damaged. The guidewire entry port was partially ripped. The balloon was partially inflated. Residue was visible in the inflation lumen and balloon. It was not possible to inflate the balloon possibly due to the residue present. The device was placed in a waterbath to disperse the residue. On removal from the waterbath inflation/deflation time testing was performed. The device met the specification requirement for inflation to and deflation from rated burst pressure of 20 atms.

Event description:
An attempt was made to treat the mid cx, ostial cx and lm vessels using an nc euphoria balloon dilation catheter. The lesion exhibited moderate tortuosity, moderate calcification and 100% stenosis. The lesion had been pre-dilated with a non-mdt balloon. The device was inspected and prepped prior to use with no abnormalities noted. No difficulties were encountered during delivery of the device to or across the lesion site. No difficulties were noted during inflation and the balloon did not move while inflated. Difficulties deflating the nc euphoria were encountered after the subsequent inflation of the device. The balloon had not been removed from the patient between inflations. Due to the deflation difficulties experienced the physician had to remove the wire and balloon as one. No reported patient complications or clinical sequelae.

Manufacturer narrative:
Evaluation results/conclusions: root cause undetermined. Device or procedural images not provided for review. No device received for evaluation. (B)(4).